Event description:
A schon catheter was placed in this pt in 1999. Prior to initiation of dialysis treatment on 9/6/1999, the nurse was withdrawing the heparin from the arterial line of the catheter and noted air in the syringe. Upon further investigation, a hole was noted in the catheter close to the insertion site. The catheter broke off in the nurse's hand at the hole while he was inspecting it. The catheter was clamped and the pt was sent to the hosp to have the catheter repaired. Nurse stated that pt rides bus to dialysis center and seat belt hits at this location.